Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device was working well during the initial stages, however, when securing the uterosacral pedicle, the jaws became ¿locked¿ and the knife trigger retracted. The device was stuck and would not release. They had to open a new device to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device jaw was returned with the jaw closed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device was being used to seal a vessel at multiple sites, 1mm apart, above and below the site where were they going to cut. Good vessel sealing was achieved as there were no bleeding after cutting. Tissue was not caught within the tip so no issues removing the tip. The blade trigger was stuck in the closed position after dividing the sealed vessel and therefore could not be used further. Tip was cleaned probably 2-3 times, usually when there is charred tissue present. They had to open a new device to complete the procedure. There was no patient injury.